Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on(B)(6) 2022 to treat shoulder pain. Patient reported receiving good pain relief from the nalu system, however requested an explant due to need for an MRI for an unrelated medical condition. Full system explant was performed on (B)(6) 2023.

Manufacturer narrative:
There are no allegations or indications that the nalu system or any of its components failed or malfunctioned. Explant was performed per the patient request in order to receive an MRI for a condition unrelated to the nalu system.